Event description:
After 3 days of iab therapy, blood was noted in the tubing. The iab was not replaced immediately. The pt coded later and the iab was then replaced. No further complications occurred.